Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the peg broke off the pectus bar bender. A competitor's pectus bar bender was used to complete the case. No adverse events have been reported as a result of the malfunction.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The pectus bar bender (part# 01-3905, lot# 534624) showed signs of moderate use, with general wear and tear scratching on the body of the bender and the rollers. The handles had some minor discoloration, likely from repeated autoclave cycles. The pin for the roller on the female bender arm had sheared off, at the point where the roller interfaces with the bender arm. The pin experiences stress at this point when the handles are actuated to bend a bar. The manufacturing history was reviewed and no discrepancies were found. There are no indications of manufacturing defects. Investigation results concluded that the reported event was due to excessive force. The instructions for use (IFU) for this product states in the section titled warnings and precautions: avoid undue stress or strain when handling or cleaning instruments. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.